Manufacturer narrative:
The serial number customer provided at the time of the call (B)(6) was deemed invalid at the time the extended investigation was performed. Therefore, d4 has been updated to unk. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter (B)(6) was investigated with retained test strips and a known-good retained battery. Visual inspection has been performed on the returned meter and damage battery holder was observed. The meter did not power on with button depression or strip insertion. The meter was sent for further investigation and de-cased and no issues were observed. Faulty component was not identified. A further extended investigation was conducted. A review of the case history was performed. Damage was observed on the battery holder of the returned meter. Visual inspection was performed using a digital microscope upon receipt of the device and the battery holder damage was observed during the inspection. The battery negative terminal pad on the pcba (printed circuit board assembly) was observed to completely lifted. The returned meter was unable to be turned on; therefore, the data log was not extracted thus unable to be reviewed. Bench testing was performed on the returned meter. Placed the battery in the battery holder due to the damage on the negative terminal pad of the pcba and that would not give power to the device rendering it unable to turn on. All tests were observed to pass prior to release into the field indicating that the returned meter was able to be turned on during testing. Therefore, the observed damage was not caused during manufacturing. During visual inspection of the returned meter, damage to the negative terminal pad on the pcba was observed thus placing a battery would not allow the device to turn on. The solder pad was observed to be completely lifted rendering unfixable. The DHR of the returned device was reviewed. All tests were observed to pass prior to release indicating that the device was receiving power during testing therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.